Event description:
Kendall vistec x-ray detectable sponges, lot# 92812701 rip into 2 sponges with a minimal tug. Operating room staff were stretching sponges out for count and found the sponges separated into 2 pieces. When this happens, both "sponges" have frayed edges tht may fall into surgical wounds, and one half of the sponge does not have an x-ray detectable stripe. If one of these "sponges" fell into a surgical site, it would not be detectable on x-ray. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis: surgery.